Event description:
A patient reported diminished battery life. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the patient declined a transfer to cts for further assistance.